Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet insulin pump sustained a cracked screen that rendered the touchscreen nonresponsive, and a replacement device was provided while the damaged unit remained pending return. Symptoms included no adverse clinical effects, with blood glucose reported in the normal range and continued cgm use. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user-provided photos confirming external damage to the display, verification of functionality loss related to the user interface, and coordination for device return and shipping label issuance. Investigation of this case revealed physical damage to the display assembly leading to loss of touchscreen input; no additional device components were implicated based on available evidence. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.